Event description:
During a maxillofacial procedure utilizing vsp system surgical guides, a complication during the genioplasty resulted in additional holes being drilled to accomodate the titanium plate.